Manufacturer narrative:
Device evaluated by MFR.: visual inspection of the main coil, the pusher wire, torque device and the introducer sheath were returned for the analysis, it was necessary make cuts in the introducer to free the coil. It was observed the main coil was stretched, bent and detached at the coil arm section. Additionally, the part detached returned with the device. The pouch was returned, and it was observed that the pouch information matches with the complaint information. The functional could not be performed due the main coil and the pusher wire are not interlocking. Dimensional inspection of the main coil for zap tip outer diameter (od), primary coil od and coil arm od pass the test.

Event description:
Reportable based on device analysis completed on 01nov2023: it was reported that the coil was difficult to advance. A 12mm x 40cm interlock 2d coil was selected for use. During the procedure, the device was difficult to insert into the catheter at the early stage. The coil was retracted once, and the outer sheath was reinserted up to the distal part, and the coil was tried to be reinserted. However, the device got stuck at the midway part. The coil was removed, and the procedure was completed with another of the same device. No complications were reported. However, device analysis revealed detachment of the main coil at the arm section.